Event description:
It was reported that intermittently the vertical lift column does not function. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty vertical lift power supply. System operates as intended.